Event description:
Reporter indicated that the sites handheld computer was freezing, and though soft resets would resolve the issue, the event was becoming frequent enough, so as to render the device unusable. Review of the report suggests that the site is actually having communication difficulties, and not freezing. All attempts for further information, and to have the device returned for analysis, have been unsuccessful to date.